Manufacturer narrative:
(B)(4). The customer report of set ruptured during power injection could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded. The root cause could not be identified.

Event description:
Customer reported the extension set ruptured during a power injection. This happened towards the end of the injection of contrast. No pt or user harm. The injection was at 4ml per second with a max pressure of 300psi. The set has been discarded. Although requested, no additional pt or event info provided.